Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be -a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. In addition display an error e- 193 (err_usb_host_no_device). After the evaluation of the device, the third-party service center scrapped the device. Section "device serviced by 3rdp?" In box d, section "occupation (rfb)" in box e, section "report source" in box g, section "evaluation results code grid (1)" and "usage of device (rfb)" in box h were incorrect on previously submitted report. Section "device serviced by 3rdp?" In box d, section "occupation (rfb)" in box e, section "report source" in box g, section "evaluation results code grid (1)" and "usage of device (rfb)" in box h has been updated/corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.